Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its ocmponents were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm size and morphology are unknown. It was reported that the iliac arteries were very tortuous and without calcification. A type I endoleak was noted after deployment. It was reported that the physician felt that something was preventing the stent graft from fully opening against the aortic wall. The physician deployed a palmaz stent in the proximal neck of the stent graft, and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is reported to be fine.